Event description:
A patient in the ICU was connected to a ventilator when the unit alarmed. The ventilator was sent to the in-house biomedical engineering department for examination. Since it is a "long term" rental, we turned it over to the vendor to service it. They replaced it with an identical model. The user stated the pressure line had disconnected and that this activated the alarm. Also, when they reconnected it, the unit would not recognize patient initiated breaths, only machine set breaths. The patient was not harmed by this malfunction. The vendor generated a service report and sent it to biomedical engineering. The report indicated that there was an error code (mcs:616) which showed a power-on reset after a watchdog test. The error could not be duplicated and it was put back into circulation.